Event description:
Reported via clinical study. It was reported that an intraparenchymal hemorrhage occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx pro laac closure device on (B)(6) 2025. On (B)(6) 2026, it was reported the patient came into the emergency room (ER) with stroke-like symptoms including facial drooping. After evaluation the patient was diagnosed with right basal ganglia hemorrhage. The cause was determined to be due to hypertension and possibly the patient medication regimen of plavix and aspirin. The patient received a blood transfusion to reverse plavix and remained in the hospital. The patient was discharged on (B)(6) 2026. It was further reported that after the patient was reversed from plavix, they were placed on eliquis. The patient was discharged on (B)(6) 2026, to inpatient rehab facility for continued care. The patient was reported to still be recovering in rehab with physical therapy. The patient was reported to be alert and oriented but still has a gastrostomy tube, and dysarthria.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036929332. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hemorrhagic stroke (speech disorders and facial paralysis) (medication required, blood transfusion, rehabilitation, hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the event of hemorrhagic stroke (speech disorders and facial paralysis) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via clinical study: it was reported that an intraparenchymal hemorrhage occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx pro laac closure device on (B)(6) 2025. On (B)(6) 2026, it was reported the patient came into the emergency room (ER) with stroke-like symptoms including facial drooping. After evaluation the patient was diagnosed with right basal ganglia hemorrhage. The cause was determined to be due to hypertension and possibly the patient medication regimen of plavix and aspirin. The patient received a blood transfusion to reverse plavix and remained in the hospital. The patient was discharged on (B)(6) 2026. It was further reported that after the patient was reversed from plavix, they were placed on eliquis. The patient was discharged on (B)(6) 2026 to inpatient rehab facility for continued care. The patient was reported to still be recovering in rehab with physical therapy. The patient was reported to be alert and oriented but still has a gastrostomy tube, and dysarthria.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: patient code added e0131: speech disorders. H6: impact codes added f18: rehabilitation; f2303: medication required.

Event description:
Reported via clinical study: it was reported that an intraparenchymal hemorrhage occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx pro laac closure device on (B)(6) 2025. On (B)(6) 2026, it was reported the patient came into the emergency room (ER) with stroke-like symptoms including facial drooping. After evaluation the patient was diagnosed with right basal ganglia hemorrhage. The cause was determined to be due to hypertension and possibly the patient medication regimen of plavix and aspirin. The patient received a blood transfusion to reverse plavix and remained in the hospital. The patient was discharged on (B)(6) 2026.